Event description:
A pt of unk age and gender presented for an specified procedure. After successfully inflating and deflating the dilatation balloon, the treating physician attempted to remove the dilatation balloon from the pt. With negative pressure applied and the dilatation balloon reported fully deflated, the physician was unable to remove the dilatation balloon through the 7f sheath. The physician then disconnected the dilatation balloon catheter from the inflation device to make a second attempt to remove the dilatation balloon out without negative pressure. This attempt was also unsuccessful. The physician was able to remove the dilatation balloon by removing the dilatation balloon catheter and sheath together as a unit. There was no report of harm or injury to the pt due to this product problem. The procedure was completed with this device.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. The reported device has been returned for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch.